Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and the device passed all tests. The device was functioning as intended. No components were replaced. The reported malfunction could not be duplicated.

Event description:
It was reported that, during set-up, a ventilator became inoperative. There was no patient involvement.